Event description:
Failure code 703. The failure was reported to have occurred during biomed testing. The hospital rep stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. No additional information available.